Event description:
Patient revised due to pain and instability. Found osteolysis and polyethylene wear inoperatively.

Manufacturer narrative:
Evaluation was ot possible, as the product was not reruend. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records were not provided. Although the investigation could not verify or draw any conclusions about the rpeorted event based on the provided information. It would not be unreasonable to expect some wear after 10 yrs of implantation. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.